Event description:
During an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, the physician reported that the device tip was cracked. The procedure was completed with a second device and the pt was "fine".